Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 510 mg/dl at the time of the incident. The customer stated that they need to change the tubing. The insulin pump will not be returned for analysis.